Event description:
Rv (right ventricular) lead integrity alert triggered for 3 high-rate ns, 106 short v-v intervals, rv (right ventricular) impedance out of range. Appears to be oversensing noted on stored egms rv (right ventricular) lead capture threshold measurement = high programmed output 5 v at 1ms. Rv (right ventricular) lead integrity warning: - 2 or more high rate-ns episodes < 220 ms. - sensing integrity counter >= 30 in 3 d. Insulation issue/damage high impedance high threshold no capture high threshold. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).